Event description:
The pt reported she was experiencing auto-reducing on all of her programs. Initially, reprogramming was able to provide effective stimulation. F/u info identified that auto-reducing was reoccurring and reprogramming was only able to provide one sided coverage. An x-ray was taken and showed no anomalies. The pt underwent surgical intervention to remove and replace the extension. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.